Event description:
Surgeon of the hospital, reported to our sales rep, that a pt came in with pain. He took x-rays and saw that the nail was broken.

Manufacturer narrative:
Add'l info has been requested, and if received will be provided on a supplemental report.